Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. Provided info states the pt fell on the arm that had been previously fixed; fractured the humerus below the snp implant which broke the tail of the implant. Provided info marked on the device experience report is marked that the products are not suspected of failing to meet specs or contributing to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt fell and fractured her humerus below the snp implant which broke the tail of the implant.